Event description:
It was reported to baxter that a flogard infusion pump would not power on. Process step is unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of "cannot turn on" was confirmed by quality engineering as a battery issue. Service found that the device failed the 2.5 hour battery discharge test, which indicates that the main batteries were damaged. Damaged main batteries are the most likely device issued experienced by the customer because it would prevent the device from turning on. Service replaced the main batteries to resolve the issue.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.